Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2018. Surgery to replace the magnet was completed (date not reported). The implanted device remains.